Event description:
An unexpected returned sample was received. Info received from the customer on (B)(6) 2012, suggests that a leak occurred between the smartsite and texium at y connection during a fluorouracil bolus with a 20 ml syringe. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed and no cracks or splits in the returned sample were found. It was not possible to test the returned texium sample due to contamination with chemotherapy drugs, therefore, the root cause of the customer's reported leak could not be confirmed.